Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise leading to pacing inhibition for one to two beats for this patient that has complete heart block. Increased threshold and impedance measurements were also observed on the right ventricular (rv) lead and another manufacturer's device. An x-ray was taken which did not yield any significant findings. The clinician changed the sensing configuration which dropped the impedance measurements and the noise went away. At this time the system remains in service and no adverse patient effects were reported.